Event description:
It was reported that the burr and guidewire became entrapped. The 90% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 1.75mm rotapro and a rotawire were selected for use at a rotational speed of 180,000 rpm. During the procedure, it was noted that the rotapro stalled. It was attempted to turn the dynaglide mode off, but resolution was not found. The rotapro could not be removed. Consequently, all devices had to be removed including the guide and wire. The procedure was completed with balloons and stents. No patient complications were reported.